Event description:
The device was placed on 5/24/96, and was removed on 5/30/96 due to redness, drainage and hardness at the stoma site. Facility reported intermittent occurrences of enteral feeding solution not infusing and of pt grimacing as if in pain when attaching tubing. The pt typically did extremely well with the device. Pt received antibiotics secondary to this problem. One pt involved.